Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test revealed no evidence of the reported condition. Visual inspection noted a damaged power cord. The reported condition was verified. The power cord was replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a cracked power cord. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.